Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to instability. The surgeon replaced the tibial insert with a thicker one.